Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 400 mg/dl and 500 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported the pod was leaking and ketones were present (0.1-0.2) when removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, mother gave insulin as needed, patient drank water and pod was changed; bg levels eventually decreased to the "mid 100's" (mg/dl).